Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) undergone a procedure to explant this device a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This device is returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) undergone a procedure to explant this device a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This device is returned for analysis. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) undergone a procedure to explant this device a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This device is returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction section h6 impact codes.